Event description:
It was reported that during preparation of the 6.0 x 60 mm absolute pro, the stent was noticed to be partially deployed and flowering; therefore, the device was not used in the anatomy. A new device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Potential factors for premature deployment include, but are not limited to, kinks in the mandrel, kinks in the inner lumen of the self expanding stent (ses) or incorrect removal technique. In this case, it may be possible that the tip of the catheter was inadvertently grasped and pulled during removal of the stylet. The absolute pro instruction for use (IFU) provides the following instructions: holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device. A review of the finished product lot history record did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and revealed no other incidents for premature deployment reported for this lot. In this case, without having the absolute pro to examine, a conclusive cause for the reported premature deployment could not be determined. However, there is no indication to suggest a product quality deficiency.